Event description:
It was reported that following an accident the right ventricular (rv) lead impedance began to vary, even without movement. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.